Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. Re-implantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached. This report is submitted on december 08, 2023.

Manufacturer narrative:
This report is submitted on october 27, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the device. Subsequencely, explantation and re-implantation of the device is planned; however, it is unknown if this has occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.